Event description:
The lay user/patient contacted lifescan in 2008 and alleged that her one touch ultra2 meter was displaying the error 2 message. The medical affairs specialist was unable to reach the patient after several attempts via phone. A letter was sent to the address provided. The patient reported that the alleged issue first occurred on the day before, at 4:30 pm. She also mentioned that she felt shaky after the reported issue began and she was unable to get results due to the alleged issue. She was tested on the back-up meter (result not provided). However, she reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention. At the time of troubleshooting, it was verified that this was not a new product. The condition of the test strips was good. However, the patient's testing technique was reviewed to be incorrect (use error). The issue was resolved when a retest was performed. This complaint is being reported because the patient claimed that she experienced symptoms suggestive of hypoglycemia after the reported issue began. She reportedly was unable to obtain results on the subject meter. The alleged issue was resolved with troubleshooting. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.